Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient resented in the hospital with symptoms of chf and renal failure. Loss of capture was noted on the lv lead. The programming changes were made. The patient was stable and will continue to be monitored.